Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer reported alternate insulin therapy was not available but declined follow up from tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.